Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that boston scientific technical services (ts) received a patient call about their single coil lead failing to shock. Ts discussed coil options. Later, the patient underwent a revision procedure and an azygos coil was added, the device being explanted and replaced to support additional leads. The device was returned for analysis and the leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) received a patient call about their single coil lead failing to shock. Ts discussed coil options. Later, the patient underwent a revision procedure and an azygos coil was added, the device being explanted and replaced to support additional leads. The device was returned for analysis and the leads remain in service. No adverse patient effects were reported.